Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the right ventricular (rv) lead exhibited high impedance. The right ventricular (rv) lead remains in use.  No patient complications have been reported as a result of this event.